Event description:
A user facility reported that the intraocular lens was rec'd "discolored". It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.